Event description:
Medtronic received information that a cardiac tamponade occurred during a cryoablation procedure. As per physician, the septum of the ra side is believed to have been punctured when drainage was being performed. Isolation of the pulmonary veins was performed in the following order: lspv¿lipv¿ripv¿rspv. Decrease of blood pressure and bradycardia were confirmed when ablating the right-sided pulmonary veins. Pericardial effusion was confirmed by echo after cryoablation of all pulmonary veins was completed and drainage was performed for 30 min. The procedure then continued with ablation of the ra-isthmus with rf. Drainage continued after the procedure. Device 3 of 3, reference MFR report: 3002648230-2015-00019 and 3002648230-2015-00020.

Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.